Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, patient had poor night vision, unable to drive at night due to halos and visual discomfort. They planned to replaced with unknown advanced technology intraocular lens (atiol). Additional information received stating that the lens was exchanged with company other lens model with same diopter after the initial implant procedure. In the surgeon¿s opinion lens optics contributed to the event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).